Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received multiple unexpected restart alarms on the insulin pump and various other alarms as well, over a short period of time. His blood glucose was 300 mg/dl and he treated with injection. The insulin pump had not been stored or not in use for an extended period of time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)